Event description:
It was reported that the system 9600emi shut down and reinitialized without command. System was replaced and the procedure completed without incident. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was found that the ac power connections were intermittent at the power cord plug. The connections were secured. The system was tested and found to be working as intended and placed back into service.